Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting high thresholds and loss of capture was noted via telemetry. A revision procedure was performed and a fracture was revealed at the level of the subclavian vein and the clavicle. A stylet was not able to be advanced past the suspected site of the fracture. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted insulation damage 234-245mm from the tip through to the rs- lumen. Additionally, there is webbing damage noted through to all three lumens and the proximal coil is fractured within this region. Due to the type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This product issue will be updated after the lead is returned and evaluation is complete.